Event description:
It was reported that the left ventricular (lv) lead would no longer capture in the old configuration. Lv sensing was turned off and the pacing configuration was changed. Additional information was reported indicating that anodal stimulation was now occurring and the lv lead does not have capture in any vector. The patient was asymptomatic. However, this lv lead was ultimately abandoned surgically and replaced, during a normal device replacement. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.